Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lead implant procedure, high, out of range, low voltage lead impedance was observed. The lead was not implanted and was replaced. The patient was stable.